Manufacturer narrative:
This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, a trochanteric fixation nail advanced (tfna) was implanted a couple of months ago. On (B)(6) 2021, the nail broke and it was revived to a total hip at (B)(6) medical center. Concomitant device reported: unk: nail head elem: tfn helical blade (part# unknown; lot# unknown; quantity: 1). Unk: screws: nail distal locking (part# unknown; lot# unknown; quantity: 1). This report is for (1) unk, nails: tfna. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient ID also reported as (B)(6). D2: additional procode: ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: last name is unknown.

Event description:
It was further reported that the patient was originally treated for an intertrochanteric hip fracture with displacement and received a tfna nail. The nail was a 12x440mm 130 degree nail. A 115mm helical blade was placed in the center of the femoral head. A 5.0 titanium distal locking screw was also placed. The tfna nail broke near the relief cut.